Event description:
Bioceps, inc. Makes reusable colonoscopy biopsy forceps. Rptr bought several -over 10 in 2005. Their needle bends when attempting to obtain biopsy and then scrapes or punctures the biopsy channel of the colonoscopy scope it is in when trying to remove the forcep. This has caused over $14,900 in damages to scopes in the 4 months. Rptr has sent them back to the co twice trying to get the problem resolved. They have not been able to identify or correct the problem. Rptr has pulled them from use and are using another co.